Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that undersensing and decreased p-wave amplitude were observed on the device. The device was not sensing p-waves on the freeze capture. Sensing test and programming changes were suggested. No patient symptoms were reported.